Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted during testing. The insulin pump had cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 178 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.